Manufacturer narrative:
Device analysis - device analysis can confirm the complaint the complainant reported. The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 23.5 cm distal from the spiral strain relief. The device appeared to have been kinked at the point of separation. The damage found on the device is consistent with excessive force having been applied to the device. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the crimped stent found a slight bend on the stent on the eight row from the proximal end. It is possible that while the physician was attempting to cross the lesion, the difficulties he may have experienced may have resulted in the kinking of the shaft and inevitably the breakage of the shaft due to excessive force being applied. A review of the shop floor paperwork for top assembly batch # 8722214 and sub-assembly batch # 8818571 found that the device met its material, assembly and product specifications at the time of release. The root cause classification of this event is handling damage.

Event description:
This complaint is now reportable based on the analysis approved on 07/19/2007. It was reported that during a coronary artery drug eluting stenting treatment procedure, the shaft fractured near the hub. However, the returned product confirmed that there was a shaft fracture 23.5 cm distal from the strain relief. The physician was attempting to treat a lesion in the right coronary artery (rca). The lesion had been predilated with a 2.5 x 15 mm maverick balloon. The physician attempted to advance the 2.75 x 32 mm taxus express2 drug eluting stent (des) to the target lesion. The physician was "pushing hard" to get through the rca lesion when the shaft of the taxus express2 des fractured at the hub outside the patient's body. The physician attempted to advance an unknown taxus express2 des to the target lesion but it would not cross. The procedure was successfully completed by implanting three 2.75 x 16 mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "fine".